Event description:
A malfunction alarm occurred, identified as "malf 12," but no notable events were reported prior to this issue. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether levels exceeded 500 mg/dl. The customer sought assistance and was provided information by technical support on how to reset the pump, which resolved the issue without recurrence. The customer continued using the pump and was advised to contact support if the problem reappeared.